Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that on (B)(6) 2019, she was unable to perform blood glucose testing with her contour next link 2.4 meter, as the meter even after charging was still non-functional. On (B)(6) 2019, while she at the hospital, where she works, she had an appointment with the diabetes specialist and while she was waiting at the reception area, she started to feel unwell and experienced hypoglycemic symptoms. The customer asked the receptionist for a sugary drink. Twenty minutes later, she obtained a blood glucose reading of 5.5 mmol/l and recovered well after administering the sugary drink. The customer was advised to return the meter for evaluation. Two new meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.